Event description:
The iab leaked. Blood was noted in the catheter. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: none from the event - reported 9/19/97) (pt's current status: unk - rpt'd 9/19/97.)